Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device was failing the testing upon power on. There was no patient involvement as this occurred during testing.

Manufacturer narrative:
Device UDI# is: (B)(4).